Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was claimed that the extendible proximal femoral replacement - minimally-invasive grower (stryker/stanmore pin 20433) will be revised per onkos surgical case number (B)(6) to address a failed growing mechanism. The date of the original surgery for pin 20433 was (B)(6) 2016.